Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, clamp tubing" alarm. The reservoir volume was 70.9, rate was 2.2, and 29.7 was given. The cassette had green flow stop. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.